Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a partially detached retainer is confirmed and was determined to be manufacturing related. One foam PICC plus statlock device with sliding posts was returned for evaluation. An initial visual observation showed both doors of the statlock were closed and locked. No use residue was observed on the returned sample. Part of the left side of the retainer was observed to be detached from the foam pad. Some adhesive was observed at the edges of the portion of the retainer that was detached; however, no adhesive residue was observed on the retainer or the pad in the majority of this detached section. Indentations from the retainer were observed in the foam pad. The investigation was forwarded to the manufacturing facility for further evaluation. The manufacturing facility performed awareness training. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the retainer of statlock was almost detached from the pad when the package was opened. There was no reported patient involvement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the retainer of statlock was almost detached from the pad when the package was opened. There was no reported patient involvement.